Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead dislodged and had moved from the vein to the main branch of the coronary sinus. Additionally, the lead was not able to capture at appropriate outputs. The lead was explanted and an epicardial lead was implanted.